Manufacturer narrative:
(B) (4): evaluation results - visual inspection of the returned product found the lens optic torn and one haptic torn off. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).

Event description:
A cq2015a collamer aspheric three piece lens was returned from the facility damaged. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.